Event description:
Updated information located on sections: d4, h2, h6, h10.

Manufacturer narrative:
The product was not received as it was repositioned during revision and remains in-situ. No malfunction was identified. The radiographs provided were utilized and the complaint was confirmed. The root cause of the issue is related to off label use as no additional fixation devices were utilized which testing has show leads to migration of the cage. The surgeon was informed of fixation requirements. No additional investigation required. Labeling review: "...indications for use: the nuvasive modulus-c interbody system is indicated for intervertebral body fusion of the spine in skeletally mature patients. The modulus-c interbody system is intended for use for anterior cervical interbody fusion in patients with cervical disc degeneration and/or cervical spinal instability, as confirmed by imaging studies (radiographs, CT, MRI), that results in radiculopathy, myelopathy, and/or pain at multiple contiguous levels from c2 - t1. The system is intended to be used with supplemental fixation..."

Manufacturer narrative:
No product has been returned for evaluation as product was re-implanted on patient. During revision procedure fixation was applied. Even though root cause cannot be confirmed, the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union...pain, discomfort or abnormal sensations due to the presence of the device..." Warnings, cautions and precautions" "...the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively..." "...single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents...".

Event description:
On (B)(6) 2020, patient underwent a cervical spine procedure where a cervical spacer cage was used stand alone and no additional fixation or plating was utilized. As per report a week post-operative patient began to experience difficulty swallowing and it was discovered that the implanted cage had migrated anteriorly. A revision was performed on (B)(6) 2020 where the modulus-c was reused and additionally fixed with a plate. The patient is reported to be doing well post revision procedure.